Manufacturer narrative:
On 10/8/2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/8/2019, it was discovered that the awareness date was reported incorrectly in 3500a initial report. The actual awareness date was 4/10/2019. The due date for the report was 5/10/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/10/2019, the mentor failure analysis lab has received the device for evaluation. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture concomitant product: mentor memoryshape¿ mm 395cc, catalog number 3541358g, serial number (B)(4), lot 6465373. On 8/21/2019, during analysis of the sample a rupture was noted on the posterior aspect, measuring approximately 8.5 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. The second product received is a concomitant device, no further analysis is required. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The reported complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memoryshape tm mm 395cc and experienced rupture on the right breast implant. As a result, the patient had undergone removal and replacement with mentor memorygel breast implant 490cc on (B)(6) 2019.

Manufacturer narrative:
On 11/27/19, during analysis of the sample a rupture was noted on the posterior aspect, measuring approximately 8.5 cm. Microscopic examination of the edges of the rent gave no indications of instrument damage. No other anomalies observed. The second product received is a concomitant device, no further analysis is required. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).